Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID c154dwk implantable cardioverter defibrillator (ICD), implanted: 2007-(B)(6), 5076-45 implantable pacing lead implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that there was low impedance and non-capture at high outputs on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.